Event description:
Balloon would not deflate. No injury but pt taken to emergency room (info rec'd by unomedical on 12/05/2007). Urologist probed with the needle thru the vagina to relieve pressure of the bulb. (Info rec'd by unomedical on the 03/01/2008). Note: cardinal health forward the complaint to unomedical inc. USA on the 12/03/2007 and unomedical received and acknowledged the complaint on the 12/05/2007. Since there is no injury, lack of info and no sample that can enable investigation when the complaint was initially lodged, no MDR report was generated. Upon receipt of further info on the 03/01/2008, unomedical review the case again and have decided to file this incident report (MDR) retrospectively. Cardinal health complaint.

Manufacturer narrative:
Complaint could not be confirmed as the affected product was not returned for eval. Reviewing of batch record or evaluation of retained sample was also not possible as the actual lot # involved was unk. Since the actual complaint sample was not returned, further investigation in determining and confirming the root cause of product failure could not be carried out. Should the device be received at the later stage, qa will re-open this file for investigation and will file an addendum to this report if required.